Event description:
This incident occurred in the morning. After taking out aligner (clear plastic appliance designed to move teeth to correct malocclusion) and brushing teeth, the pt experienced symptoms that were consistent with a systemic reaction. The symptoms included dizziness, shortness of breath, and chest pain. Pt called 911 and was taken to a hosp, where pt was given benadryl, tagamet, and decadron to stabilize their condition.